Manufacturer narrative:
An event regarding a non-specific revision involving an mrh tibial rotating component was reported. The event was not confirmed. Method & results: the device was returned and is unremarkable. With regard to the tibial rotating component, insufficient medical records were provided for a comprehensive review. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: it is noted that it cannot be confirmed if the disassociated stem reported intra-operatively was the primary reason for the revision. The medical review did not highlight any issues with the subject device. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon revised a distal femoral gmrs/mrh a tibia from 2009. When removing the tibial prosthesis the baseplate came out without the titanium 155mm press-fit stem attached. The press-fit titanium stem was cemented in place from the previous surgery. Once the stem was eventually removed it was noted that the thread of the stem was worn down. New prosthesis were implanted and procedure was completed.

Event description:
The surgeon revised a distal femoral gmrs/mrh a tibia from 2009. When removing the tibial prosthesis the baseplate came out without the titanium 155mm pressfit stem attached. The pressfit titanium stem was cemented in place from the previous surgery. Once the stem was eventually removed it was noted that the thread of the stem was worn down. New prosthesis were implanted and procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.